Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. The fse found loose reagent cups and an aluminum cup reader cover misaligned and hitting the cup drawer. He repaired and aligned as necessary and verified proper operation. A complaint and service history review was completed for serial number (B)(4) from (B)(6) 2007 for similar complaints. There was 4 complaint reported during this time period was similar to the present issue. The probable cause of the event was misalignment of the cup reader cover. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported jammed trays with their aia-2000 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.